Manufacturer narrative:
Information was not provided by the initial contact. Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that during a cecal mucosal closure, the physician reported that the clips are small in size, the device does not release in the cecum or the jaws open widely and the tissue gets stuck in the jaws. The device does not release in the cecum and stays engaged to the tissue. It was not reported how the case was completed. No patient consequences were reported and no device will be returned.